Event description:
Ous MDR - after an implantation time of about 37 months, it was reported that the ICD displayed eos after ablation with stereotaxis (magnet-controlled catheter guidance). The device was then explanted. No worsening of the patient's state of health was reported.

Manufacturer narrative:
First, the ICD underwent a status interrogation, which confirmed the device status eos. The ICD had been implanted for 37 months, and 35 charging procedures were documented. During electrical analysis, the storage content of the ICD was inspected. The inspection of iegms showed a recurring vf detection, which was triggered by intrinsic signals on (B)(4) 2014 that caused a charging procedure at 10:54 a.m.. An eos detection occurred during the charging procedure. The analysis also showed that the tachycardia therapy of the ICD had been deactivated at 9:37 a.m., but had been re-activated at 9:59 a.m. Due to reprogramming of the bradycardia therapy. Since the bradycardia therapy had been deactivated during eos detection, it may be assumed that it had been turned off later, at 9:59 a.m.. The icds of the lumax 340 family will be automatically activated following a reprogramming from bradycardia to tachycardia therapy in order to avoid unintentional, permanent deactivation. The eos status was ended with a technical programming device. Then the device displayed the status mol2. The battery voltage of 2.94v corresponds to a battery charge that conforms with an implantation period of 37 months. The therapy capacity of the ICD was tested. The antibradycardiac output signal was strong and corresponded with the programmed parameters. A fibrillation signal was applied, and the device responded, according to specifications, with a defibrillation shock. The specified energy level had been reached. Especially the charging time was normal. In summary, the ICD proved to be within electrical specification. There was no indication for a device failure. The battery status eos is the result of a temporary decrease of the battery voltage below the eos threshold. The observed device behavior is with high probability the result of the strong external magnetic field during the magnetically-controlled catheter ablation and the simultaneously performed charging process of the ICD. There was no indication for material or manufacturing results.